Event description:
I had a left knee replaced with an attune prosthesis. I had problems from the start with daily severe pain causing me to cry. Leg was swollen and painful. Even the therapist said the pain I was having was not normal. The orthopedic doctor who did the procedure treated me as a hysterical female and sent me to a colleague for consult. From very first knee replaced with the attune device, I had severe pain of the knee and even the therapist commented that it was not normal. The original surgeon sent me to his colleague at (B)(6) hospital for second opinion. He too treated me as hysterical female. I ended up having neuroma removed of left knee. Pain and swelling persisted. On (B)(6) 2018, dr. (B)(6) removed left knee scar tissue. Pain/ swelling persisted. I had changed doctors to a surgeon at (B)(6). When computed tomography done, (B)(6) 2018, of the left knee the attune cement debonded and cause of the daily pain. (B)(6) 2018 nuclear bone scan done. Had to have revision done but went to another doctor at (B)(6). Dr. (B)(6) who removed the attune device and replaced it with a stryker device on (B)(6) 2018. Had more therapy and continue to see dr. (B)(6) for any orthopedic issues. In (B)(6) 2022, I had my peroneal nerve decompressed. Since original surgery of the stryker device implanted, my left foot toes are numb all the time. FDA safety report ID #(B)(4).